Manufacturer narrative:
A supplemental is being submitted for device evaluation and correction. Product event summary: hw40405 and the controller ( (B)(6) ) were not returned for evaluation. Review of the available autologs report revealed consistent power consumption above the normal operating range throughout the analyzed period. Additionally, review of the autologs report revealed that a controller fault alarm indicating an issue with the internal battery was logged on 27/mar/2024 at 10:35:29. Of note, based on information provided on the autologs report, the controller had been in use for more than two (2) years. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible root causes of the reported high power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Corrected fields: additional products d4: model and catalog number changed to 1420. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / serial or lot#: (B)(6), d9: no h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Section d references the main component of the system. Other medical products in use during the event include: additional products: d1: heartware ventricular assist system  controller 2.0 d4: model #:  1425 / catalog #:  1425 / expiration date: 30-nov-2019 / serial (B)(6) UDI (B)(4) : no, device evaluation anticipated, but not yet begun h4: mfg date: 16-nov-2018 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm due to a depleted internal battery.  Also, during log file review it was noted the ventricular assist device (vad) had above normal power consumption.  The controller was removed from use and the vad remains in use.  No patient complications have been reported as a result of this event.